Event description:
Performed an hv lead impedance check on sjm v-168-atlas ii vr device. In the process of checking this value, the wand moved off the device. Once the wand was repositioned, the device delivered the required shock to check the impedance but we were unable to obtain the reading of the value. Technical support from sjm can not explain why we can not obtain the value even after shutting down the programmer and re-interrogating the device. Reason for use: ventricular tachycardia and cardiomyopathy.